Event description:
Patient representative reported right side ¿dry mouth and also nose, eyes, trachea, skin¿, ¿suffered of sleep disorder¿, ¿hormone swings¿, ¿concentration problems¿, ¿problems of the immune system¿, ¿severe cough¿, ¿cold hands¿, ¿strong sweating¿, ¿toxic substances were found in the patient body¿, ¿forgetfulness¿, ¿weight gain¿, and ¿food intolerance¿, "the capsule was mixed up and sticked to the tissue, the capsules have thickening partly of black colour, the pathological findings show some lymphohistiocytic lesions in the contralateral capsule also inflammatory infiltrates containing foreign body giant cells", "bilateral capsule fibrosis¿ and ¿allergan recall implants". Device has been explanted. The following events are not device related; ¿fatigue¿, ¿hashimoto¿, ¿asia syndrome¿, "joint and back pain¿, "neurodermatitis¿, "pcos was diagnosed¿, ¿bii¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event s of autoimmune/ connective tissue disorders and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune/ connective tissue disorders and capsular contracture baker grade unknown. Visual analysis of the photographs identified: depression: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Wrinkling: unable to observe as it is not related to the device. Varied injuries-ndr: unable to observe as it is not related to the device. Malaise-ndr: unable to observe as it is not related to the device. Autoimmune/ connective tissue disorders-ndr: unable to observe as it is not related to the device. Pain-ndr: unable to observe as it is not related to the device. Skin rash/dermatitis-ndr: unable to observe as it is not related to the device. Other technical-ndr: unable to observe as it is not related to the device. Adhesion: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Additional observations: encapsulation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported right side ¿dry mouth and also nose, eyes, trachea, skin¿, ¿suffered of sleep disorder¿, ¿hormone swings¿, ¿concentration problems¿, ¿problems of the immune system¿, ¿severe cough¿, ¿cold hands¿, ¿strong sweating¿, ¿toxic substances were found in the patient body¿, ¿forgetfulness¿, ¿weight gain¿, and ¿food intolerance¿, "the capsule was mixed up and stuck to the tissue, the capsules have thickening partly of black colour, the pathological findings show some lymphohistiocytic lesions in the contralateral capsule also inflammatory infiltrates containing foreign body giant cells", "bilateral capsule fibrosis¿ and ¿allergan recall implants". Device has been explanted. The following events are not device related; ¿fatigue¿, ¿hashimoto¿, ¿asia syndrome¿, "joint and back pain¿, "neurodermatitis¿, "pcos was diagnosed¿, ¿bii¿.